Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected, in dwell 2 of 4. The care giver (cg) stated the supply bag became disconnected. The cg stated the patient line was properly primed before connecting, no patient extension lines were used, the hp did not disconnect prior to the alarm, there were no open clamps on any unused supply lines, and there was nothing unusual noted about the supplies. The technical service representative (tsr) reviewed the alarm with the cg, assisted them with troubleshooting, and advised them to start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed because it was reported that one of the supply bag became disconnected, line disconnection during therapy is a known cause of system error 2240. The sample was not returned to baxter; therefore no evaluation or batch review could be performed.